Manufacturer narrative:
Results: the 3maxc was stretched approximately 139.0 through 140.5 cm from the hub. The total length was approximately 153.0 cm from the hub. A demonstration guide wire was advanced through the 3maxc and out of the distal tip without an issue. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched. If the 3maxc is retracted against resistance the catheter may become stretched. Also, if the 3maxc is occluded and a guidewire is forcefully advanced against this resistance, this may also cause the catheter shaft to stretch. The root cause of the resistance could not be determined. The ace60 identified in the complaint was not returned to penumbra for evaluation. Evaluation of the returned psr3d revealed that the delivery wire was kinked. During the functional test, the psr3d was advanced through a demonstration microcatheter and out of the distal tip without an issue. The psr3d was not mentioned in the complaint and, therefore, the damage was likely incidental to the reported complaint and occurred post-procedure. The ace60 and non-penumbra wire identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the m1/m2 segments of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician completed one pass in the m1 using a penumbra system ace 60 reperfusion catheter (ace60), a 3maxc and non-penumbra wire. After completion of the first pass, an additional distal occlusion was noticed in the inferior m2 and the entire system was used to remove the clot; however, the physician noticed that the wire would not exit the 3maxc. Therefore, the 3maxc and wire were removed. Upon removal of the 3maxc and wire, it was noticed that the tip of the 3maxc was pinched and appeared to be stretched. The procedure was completed using the same ace60, a new 3maxc, the same wire and a penumbra system 3d revascularization device (psr3d). There was no report of an adverse effect to the patient.